Manufacturer narrative:
Covidien ref number: (B)(4). The technical support engineer troubleshot the issue with the customer over the phone. The customer was advised to inspect the bezel, touch frame printed circuit board, and harness for contamination and damage. Medtronic was not authorized to service the ventilator.

Event description:
It was reported that, during patient use, the ventilator's graphic user interface became unresponsive. The ventilator was cycled off and on and did not reset. The patient was manually ventilated and placed on a second ventilator. There was no harm to the patient as a result of the event.